Event description:
Implant placed 11/20/97. When pt was being seen post-op, implant had excessive mobility and was removed (12/22/97) and replaced with a 4x7 implant. Pt has 3 other implants which are doing fine. One person affected.